Manufacturer narrative:
Investigation conclusion:tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retained devices. Source: phone.

Event description:
Alleged 8 false positive flu b results based on high rate of positives. Symptomatic and asymptomatic patients were tested. No confirmatory testing performed.